Event description:
It was reported that there are extra deflections on the lv channel in crt interrupt recordings transmitted to home monitoring, potentially reflecting oversensed events from another chamber. Loss of lv capture was also noted. Lead to be evaluated further in office and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted due to dislodgement on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.